Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture"

Event description:
Healthcare professional called to report a left side rupture for a saline implant. Device has been explanted and replaced.

Manufacturer narrative:
Supplemental device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage and unidentified (tear) opening (no shell thickness due to opening is under plug strap). Particle in the valve: no observed. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a left side rupture for a saline implant. Healthcare professional later reported "particles in valve" and "tissue in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage and unidentified (tear) opening (no shell thickness due to opening is under plug strap). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, b6, d9, h3, h6, h11 reason for reoperation: device deflation

Event description:
Healthcare professional later reported "particles in valve" and "tissue in valve".